Manufacturer narrative:
The stent was discarded by the customer and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Hyphema and elevated iop are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent, the visualization started out good. The surgeon tried to implant the stent ad was not able to get it in on the first try. After 3 more attempts and more heme, the surgeon decided not to implant the stent. Additional information was later obtained indicating that postoperatively, the patient presented with persistent hyphema with elevation of intraocular pressure (iop). The surgeon prescribed diamox and the patient's iop is now well controlled.